Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. The customer reported a blood glucose (bg) level of 261 (mg/dl). The site was changed and a bolus delivered to address bg level. During troubleshooting with tandem technical support, the occlusion was determined to be likely in the cartridge. The customer was guided through replacing the cartridge.